Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the screen was stuck and not able to log in. A technical support specialist assisted to set an auto-login to the application to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia system screen was stuck on a blue screen. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.